Event description:
It was reported that an asymptomatic patient presented with far field r-wave oversensing on the ra lead via merlin. Net transmission. The patient did not receive therapy. Oversensing was noted on a stored egm. Programming changes were discussed. Programming changes will be made during next follow-up in clinic. No further information is available.